Event description:
Ous MDR - one day post implant, this lead showed non-capture and interference signals. During the revision, tests showed non-capture if the cathode was connected to the ring and the anode to the tip. That also resulted in impedances of 470 with thresholds at 0.4v. The lead was explanted and a new one implanted. The new lead displayed normal reading on the ECG with every vp captured.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil which occurred most likely during explantation procedure. Blood penetrated the lead. During the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.